Event description:
Dealer stated one of the locking casters is bent out, and wants the caster and socket it goes up into. This is a rental bed. No injury reported. No additional information available.